Event description:
As reported by the distributor. A new catheter was used to replace the faulty catheter. When the original catheter was connected to the monitoring device, the icp (intracranial pressure) reading was normal, but the temperature reading did not display a number for the temperature.

Manufacturer narrative:
To date, the device involved in the report has not been received for eval. An investigation has been initiated based on the reported info.